Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharge antenna failed with a "no device found" message. The recharger failed t5001 (get manufacture struct command and response), with the overmold cable suspected to be defective. The recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported they were having issues with their stimulator not working again and pt mentioned this issue had been ongoing since a few days after being implanted. Pt mentioned "system problem rm03 cannot continue please call medtronic" message displayed when attempting to recharge ins. Patient services (ps) tried to clarify when manufacturer representative (rep) was made aware but pt was unable to provide date and ps was unable to obtain rep information. Pt mentioned they reset the controller multiple times but the issue did not resolve. Pt was frustrated during the call and mentioned "I want this thing out of me" and "product is crap" (ps understood implant). Pt was unsatisfied with the implant, external equipment and the representative for they had a bad experience and pt mentioned rep seemed annoyed of them when pt would reach out to the representative to address controller issue. Pt confirmed the recharger (rtm) getting warmer than usual while recharging. Pt confirmed no marks on skin from rtm burn. The issue was not resolved.  Pt mentioned they were supposed to have an MRI done today and pt recharged their ins for 1 hour and 10 minutes but lost connection intermittently and pt kept hearing the tone and had to reposition their paddle. The patient was sent out a replacement recharger (rtm).